Event description:
It was reported that this patient has a history of radio frequency (rf) over-use due to frequent daily alerts. Boston scientific technical services was contacted and confirmed these alerts were occurring due to episodes of right ventricular (rv) over-sensed noise. It was discussed that this rf over-use was resulting in increased battery depletion. Reprogramming the device alerts was recommended. At this time, the device remains implanted and in-service. No adverse patient consequences were reported.

Event description:
It was reported that this patient has a history of radio frequency (rf) over-use due to frequent daily alerts. Boston scientific technical services was contacted and confirmed these alerts were occurring due to episodes of right ventricular (rv) over-sensed noise. It was discussed that this rf over-use was resulting in increased battery depletion. Reprogramming the device alerts was recommended. At this time, the device remains implanted and in-service. No adverse patient consequences were reported.